Event description:
Dr. (B)(6) placed the airseal in the patient and was working for approximately 10mins when they noticed the rubber seal from the trocar. Dr. (B)(6) removed the rubber seal. There was no patient harm and trocar never lost pneumo so case could proceed.